Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon during a colonoscopy procedure. It was reported that during preparation they noticed that the handle broke and the wire was sticking outside the handle. There was no damage to the packaging noted. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual inspection of the returned device found the handle cannula bent; kinks were also noted in the distal end of the catheter and at the tip of the snare loop.the complaint was confirmed as stated in the event description. However, kinks were also found at the distal end of the catheter and at the tip of the snare loop of the returned device. Handle cannula bent will result once the device is actuated against a kinked/curved strain relief/catheter. The kink in the catheter and at the tip of the loop was likely due to the manipulation of the device during preparation, therefore, the most probable root cause of the defects identified is handling damage.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon during a colonoscopy procedure. It was reported that during preparation they noticed that the handle broke and the wire was sticking outside the handle. There was no damage to the packaging noted. The procedure was completed with another sensation snare.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.